Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported receiving two "occlusion alerts" while using a 6 mm 23" contact detach infusion set¿first during a snack announcement and again at breakfast. The agent instructed the user to hit ¿resume,¿ disconnect from the body, and perform a fill tubing test, confirming insulin flow with four drops. Insulin delivery resumed successfully, and the user¿s bg remained in range. The highest blood glucose (bg) recorded was 290 mg/dl. Bg was corrected after the ilet resumed insulin dosing. No symptoms were reported, and no medical intervention was required at the time of call.